Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are cutting their tongue. They have tried filing the aligners down, but they are still uncomfortable. Provided fit tips and requested for an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.